Event description:
During an in clinic follow up, a loss of capture and low pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.